Manufacturer narrative:
The user interface (ui) front bezel assembly was returned for analysis. The rotary adjustment assembly (nav ring) was tested for functionality, and the nav ring did not function while changing the parameters and alarm settings. The nav-ring potentiometer pre-load test failed. Visual inspection of the nav ring revealed signs of contamination build-ups. The customer's reported failure was verified.

Manufacturer narrative:
G4:08feb2021. B4:09feb2021. The device was evaluated by the customer and a philips field service engineer (fse) who confirmed the reported issue. The fse replaced the front bezel. The unit was then tested and passed specified testing. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 30nov2020.

Event description:
The customer reported a nav-ring failure occurred on a v60 ventilator during clinical use on a patient. The reported issue was confirmed and duplicated. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. The customer reported that the ventilator was swapped when the malfunction occurred.